Manufacturer narrative:
The manufacturer received new and relevant information on 02/13/2025. The device was returned to the manufacturer¿s product investigation laboratory for investigation. The device was visually inspected by the manufacturer and found an evidence of sound abatement foam degradation/breakdown was observed in this device. The manufacturer found evidence of black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it, tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure, ui (user interface) knob broken, high pitch blower whine observed. Section d4 and h6 have been updated in this follow up report.

Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting, asthma (new or worsening), inflammatory response, lung disease. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.